Event description:
It was reported that the customer¿s ilet displayed a prompt to connect a cgm or enter blood glucose, and after replacing the libre sensor the app did not initially show a warmup state or connect, consistent with a pairing/connectivity issue for the cgm integration component. The user then rescanned the sensor within the ilet mobile app, after which the sensor connected and glucose values appeared, indicating resolution following standard troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms after successful reconnection. Investigation included customer support troubleshooting and verification of connection status via the ilet app. Investigation of this case revealed that the issue was due to initial unsuccessful pairing that resolved with a guided rescan, indicating user interface or workflow-related connection difficulty rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment factors.